Event description:
It was reported that this right ventricular lead was explanted due to exhibiting high out of range shock impedance measurements. Another lead was implanted instead. This lead is not expected to be returned. No further adverse patient effects were reported.